Event description:
While a nurse was manipulating the catheter, the white connector (luer) detached from the transparent tube inside the red sleeve on the blood circuit side of arterial extension. The white connector was reinserted into the transparent tube. After confirming the connector would not come off again, the nurse reported the issue to the doctor. As a precaution, both arterial extension and venus extension were replaced.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Both the venous and arterial extensions were returned for evaluation although the complaint is against the arterial extension only. Visual inspection revealed the red sleeve on the arterial extension has slipped down the extension tubing approximately 2.5 cm. The sleeve plays no role in securing the luer to the extension. It is for identification purposes only. The end caps on both devices were screwed on tightly and difficult to remove. As a result, hemostats had to be used to remove them for evaluation of the device. This action slightly damaged by luer by adding tool marks. The arterial extension was received with the white luer partially separated from the tubing. It had been reattached by the customer. The device was further evaluated by medcomp engineering. The luer on the arterial extension is securely attached and could only be pulled out by twisting and pulling with a great deal of force. Relative measurements were taken of the luer/stem and found it to be within specification. The extension tubing was cut to remove the portion stretched by insertion of the luer. Measurements were taken of the unaffected section of the tubing and found it too is within specification. Without a lot number a review of the manufacture records for the returned device is not possible. We are unable to determine the cause of this event. Excessive manipulation of the catheter luers during disinfection, connections (end caps, syringes, hemodialysis bloodlines) could potentially cause movement of the luers in the extension tubing. The instructions for use (IFU) contains the following precautions: *use only luer lock (threaded) connectors with this catheter. *repeated overtightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.